Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (dose and concentration unknown) and dilaudid (.443 mg/day; concentration unknown) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported by the patient that within the past week he had developed the flu and pneumonia and was currently in the hospital for the flu and pneumonia. He believed his pump had shut down. He heard some ¿squibs¿ and he thought he was going through withdrawal. Beginning on (B)(6) 2019, he had tremors and couldn¿t sleep. Per the patient, for the past four days he had a magnet laying over his pump and he didn¿t know it was a magnet. He believed he heard four alarms today, (B)(6) 2019. It was a single-tone alarm he heard. He had the alarms set with his doctor for every 10 minutes. No further complications have been reported as a result of this event.

Event description:
On 2019-mar-05, additional information was received from an healthcare professional (hcp). The hcp was asked which alarm was occurring and the hcp stated "pump was not alarming". The pump was interrogated and "no motor stall had occurred". There was "no cause determined". The pump was interrogated on (B)(6) 2019.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.